Event description:
A provider attempted to use this endurance catheter today on a patient. However, when they attempted, they noticed the hub had ¿white stuff¿ inside of it, where the white ¿plug¿ comes out of.